Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 2 patient samples on a cobas e 801 analytical unit. Sample 1: the initial result was 36.9 pg/ml, and the repeated result was 84.7 pg/ml. Sample 2: the initial result was 35.6 pg/ml, and the repeated result was 63.1 pg/ml.